Event description:
It was reported that there was low water flow pressure in the arctic sun device. The equipment turned off. Please do a comprehensive inspection, including replacing pumps and filters. Per sample evaluation results on 15feb2024. It was reported that the arctic sun device filled very slowly. Both pumps were at the wear limit, preventive maintenance recommended. Fill tube was dirty and fill tube must be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate maintenance. However, this cannot be confirmed. The device was evaluated upon receipt. Fill tube is dirty, fill tube must be replaced. Replaced fill tube. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was low water flow pressure in the arctic sun device. The equipment turned off . Please do a comprehensive inspection, including replacing pumps and filters. Per sample evaluation results on 15feb2024. It was reported that the arctic sun device filled very slowly. Both pumps were at the wear limit, preventive maintenance recommended. Fill tube was dirty and fill tube must be replaced .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.